Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, while on the pulmonary veins, the blood vessels were clamped and the green button was pressed. In the process of adjusting the angle of view, pre-excitation occurred. The reload was replaced, clamped the vessel and rotated the joint to the correct position. The handle was squeezed and unable to hold the device got stuck. The reload and handle were both replaced to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.